Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles throughout the tubing and luer lock. The customers blood glucose level was (209 mg/dl) the customer took a bolus. During troubleshooting with tandem technical support the customer was able to expel the air bubbles by performing fill tubing.